Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, leakage occurred when the intellanav mifi open-irrigated ablation catheter was connected to the tubing. The catheter was exchanged and the procedure was completed successfully. No patient complications were reported. Device is not expected to be returned for analysis.